Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore, the model number, catalog number, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an extracorporeal shock wave calculus crushing procedure performed in the pancreatic duct on (B)(6) 2021. During the procedure, while crushing the pancreatic stone with an ehl probe the image of the spyscope ds ii disappeared approximately 15 minutes into the procedure. The irrigation and suction was in use before and after when image degradation occurred. The procedure was rescheduled and was completed on (B)(6) 2021. There were no patient complications reported as a result of this event.